Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump got a partial display. Customer's blood glucose level was unknown. Customer also stated that there is fluid under the lcd display. Customer stated that the insulin pump was exposed to water. Troubleshooting was performed. The product will return fir the analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. No moisture damage on electronics and motor assembly noted.